Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x32mm promus element¿ plus stent was selected for use to treat the lesion. During unpacking, after taking out the device from its sterile pack, the stent struts were noted to be distorted/ deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the crimped stent found the stent was damaged midway along it length. The damage is consistent with compression damage caused by mis-handling after removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x32mm promus element plus stent was selected for use to treat the lesion. During unpacking, after taking out the device from its sterile pack, the stent struts were noted to be distorted/ deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.